Event description:
On (B)(6) 2015, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter had an inaccurately low control solution result. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy occurred at on an unknown morning in during (B)(6) 2014. At this time the reporter obtained a control solution reading of ¿111mg/dl¿ on the subject meter. This falls out with the control solution range of "112-149mg/dl" for this strip lot. The patient manages their diabetes by taking an unknown dosage of metformin pills, and the patient denied making any changes to their regular diabetes management regimen due to the meter issue. During the initial call with the cca the patient stated that they developed the symptoms of ¿light headed and dizzy¿ 90 minutes after the alleged product issue. The patient went to the emergency room (e.r.) Later the same evening and at midnight obtained a blood glucose result of ¿700+ mg/dl¿ on an unknown e.r meter. The patient received treatment of ¿1000mg metformin, 60 units lantus insulin and 25 ¿nenoblobin¿ from a healthcare professional in response to this. At the time of troubleshooting, the cca walked the patient through a control solution test and the result was not in range. The correct control solution was being used, and the patient¿s testing technique was correct. The unit of measure was also set correctly at the time of testing. Replacement products were sent to the patient. This complaint is being reported because the patient claims to have obtained an inaccurately low control solution reading on the subject meter which led to them requiring hcp intervention in an emergency room for an acute complication of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.